Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer had a blood glucose level of 600 mg/dl earlier in the day of the call, which was treated with a bolus. Caller declined high blood glucose troubleshooting. The insulin pump was not replaced or returned for analysis.